Event description:
It was reported that guidewire's coating has peeled. A 300cm straight tip v-14 short taper control wire was selected for use. However, it was noted that the coating of the wire has peeled off and the proximal tip of the wire was frayed upon removal. There was no coating or wire fragments left inside the patient when the device was removed. The procedure was completed with a different device. There were no patient complications reported.